Manufacturer narrative:
Minimum fill was not verified. Cartridge alarm 1 issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.